Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the leak. Pressure and clear passage under water testing were performed on the sample; the device was found to be within the product specifications. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system; non-dehp continu-flo solution set leaked from an unspecified location. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.